Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and determined that multiple hardware malfunction. The fse identified failure mode to be due to defective ise (ion selective electrode) buffer valves, and reference (ref) valve. The fse replaced two (2) ise buffer valves, ref valve, and cleaned sample pot injection cup mixier bar to resolve the issue. The fse verified system performance successfully without further issues. In conclusion, there is sufficient evidence to suggest the cause of the high results is due to a hardware malfunction although no one part can be implicated as the sole contributor in this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that they generated erroneous high patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) on their au5800 clinical chemistry analyzer. The erroneous patient results were reported out of the laboratory and later amended. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 clinical chemistry analyzer and identified failure mode as defective ise (ion selective electrode) buffer valves, and reference (ref) valve. The fse replaced two (2) ise buffer valves, ref valve, and cleaned sample pot injection cup mixier bar to resolve the issue. The fse verified system performance successfully without further issues. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that they generated erroneous high patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) involving their dxc 700 au clinical chemistry analyzer. The erroneous patient results were reported out of the laboratory and later amended. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.